Manufacturer narrative:
Despite multiple attempts to obtain additional information, no additional information has been received. The device was not returned; therefore, a product evaluation could not be performed. The device history record (DHR) could not be performed as the lot number is unknown. Based on the information available, a failure mode or root cause could not be verified or determined as a complaint reason was not provided. There is no device problem reported.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was inserted and removed intraoperatively due to necessary vitrectomy. No other information was provided. Additional information was requested, but has not been received.